Event description:
It was reported that while in the cath lab, a sheath was inserted and the intra-aortic balloon (iab) was inserted into the right femoral artery. The pumping began and soon after, the pump (iap-0100) alarmed "leak alarm." As there was no kink or some defect on the catheter, only the pump was exchanged. The second pump was a zeon pump. Soon after the pump was exchanged, the pump alarmed with a leak alarm. The iab was removed with the sheath as one unit and a new iab was used. There was no harm to the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.